Event description:
The patient is a 62 year old, 5'6", 122 lbs female. She had her left total knee implant in january 1990 at an unspecified institution. She has the following conditions prior to this revision surgery; chronic obstructive pulmonary disease, unspecified hypothyroidism, coronary atherosclerosis, silent, old myocardial infarction, and diverticulitis.at an unspecified date, she developed recurrent effusions, pain and clicking sensations in her left knee. Arthroscopy revealed delamination to the polyethylene (pet) tibial insert on the medial and lateral compartments. Pet wear debris was present throughout the joint. This was believed to be the cause of the patient's problems. She was advised to use crutches and a walker to alleviate the problem with her left knee until her surgery.the doctor reported "excellent alignment of the weight-bearing axis from the hip tothe center of the ankle joint directly through or slightly lateral to the middle of the kneejoint." The patellar component had some scruffing on its pet indersurface but it was not as severe as with the tibial insert. There was no looseness in the femoral and tibial components.the old plastic inserts were replaced with howmedica pet components. The explanted tibial insert was still fairly thick but it had rough weaar spots (deep pocket delamination). The explanted patellar component had good bony growth in the beaded metal back plate and wear was not evidentdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, material degradation/deterioration. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.